Event description:
The customer reported that there was a labeling issue, in which an order was placed for a phillips low level output cable to be used with a cardiosave intra-aortic balloon pump (iabp); however, the customer received a ge low level output cable instead. The ge cable was incorrectly labeled with the phillips cable part number. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A company representative has advised that the customer has been provided with the correct cable; customer has confirmed with us that this cable has been received.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per sop since the serial number for the unit was not provided. A getinge production quality engineer has advised that the cable has been returned to factory and purged and the supplier has been notified of the issue. Investigation is ongoing, and a supplemental report will be submitted, if necessary. (B)(6).

Event description:
The customer reported that there was a labeling issue where a cable that arrived as part of an order was labeled as a philips cable. The ordered cable is for use with the cardiosave intra aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.